Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with elevated left ventricular capture thresholds. The physician decided to cap and replace the lead on 17 jun 2019. The patient was discharged.